Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
Option study. It was reported that the closure device did not seal. On (B)(6) 2021, transthoracic echocardiogram (tte) assessment revealed left ventricular ejection fraction of 60%. Transesophageal echocardiography (tee) assessment revealed one left atrial appendage (laa) lobe of chicken wing morphology with an ostium diameter of 25 mm and laa length of 35 mm. The patient underwent atrial fibrillation (af) ablation using pulmonary vein isolation by radio frequency point by point method on (B)(6) 2021. That same day, a 35 mm watchman flx closure device was implanted successfully with complete laa seal and deployed device diameter of 25 mm. After the implant, the patient was started on aspirin. On (B)(6) 2021, ten days post procedure, the patient was discharged. On (B)(6) 2021, 108 days post enrollment, during the protocol scheduled 3-month follow up visit, tee revealed an incomplete laa seal with jet size of greater than 5 mm. The size of largest residual jet around device was 8 mm. No additional information is known at this time.